Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: visual inspection revealed that the battery compartment was cracked on the threads above the bumper pad. The keypad cover was found to be torn at the up arrow button. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Additionally, evaluation revealed that the display was dim and faded. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that there was contamination under all keypad button contacts. Additionally, investigation revealed that the display was dim and faded. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/13/2014.